Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 35 mg/dl at the time of incident. The customer stated that they called the emergency medical services prior to hospitalization. The customer's blood glucose was 164 mg/dl at the time of call. The customer's blood glucose was 76 mg/dl at the time of hospitalization. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.